Event description:
It was reported that following a device replacement the atrial lead impedances were low. The patient is in chronic atrial fibrillation, so the lead was reprogrammed to turn off all atrial therapies and detections. A lead insulation breach was discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.